Event description:
X-rays were received for review. The connector pin can be seen coming through the second connector block, indicating complete pin insertion. The filter feedthrough wires were confirmed to be intact. The lead observed in the patient¿s neck appeared to be routed towards the patient's back, then to the neck. It was not visualized behind the generator. A strain relief bend and loop were present per labeling. A tie down was present per labeling to secure the strain relief bend, but no tie down was visualized to be securing the strain relief loop per labeling. The lead wires appeared intact at the connector pins. No gross fractures or discontinuities and no sharp angles were observed in the lead portion that could be visualized. No known surgery has occurred to date. No additional, relevant information was received to date.

Event description:
An implant/warranty form was received for the patient's full revision surgery indicating that the surgery was for high impedance. The generator was replaced for the latest model generator. No device was expected for return as the hospital is historically a no return site. No additional, relevant information was received to date.

Event description:
It was reported that a patient was seen in clinic and high impedance was noted on the patient's device with no obvious cause reported. The device was disabled and the patient was referred for surgery. It was stated that the patient was referred to the surgeon who noted no apparent lead breaks on the x-rays performed. High impedance was confirmed to have been seen in multiple programmers. No known surgery has occurred to date. No additional relevant information was received to date.